Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4).returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(bathroom).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with the result of 56mg/dl. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. During the call on 05/24/2017, a back to back blood test was performed by the customer fasting and produced test results of 253 and 211mg/dl using t rue metrix meter. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is 04/13/17. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer indicated that he keeps his test strips in bathroom lot#mt1568 exp; 07/31/2017. Customer conducted blood glucose results of 253 mg/dl fasting and 211 mg/dl fasting lot #mt2264 exp; 05/31/2018. Customer is not concerned with these two readings. Customer's normal range is 100mg/dl-120 mg/dl fasting. Customer does not have any symptoms but customer is concerned with 56 mg/dl fasting reading in history. Customer declines medical attention.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(bathroom)

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with the result of 56 mg/dl. The expected fasting blood glucose test result range is 100 to 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the bathroom. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 253 and 211 mg/dl using t rue metrix meter. The test strip lot manufacturer's expiration date is 05/31/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (B)(6). Customer indicated that he keeps his test strips in bathroom lot#mt1568 exp; 07/31/2017. Customer conducted blood glucose results of 253 mg/dl fasting and 211 mg/dl fasting lot #mt2264 exp; 05/31/2018. Customer is not concerned with these two readings. Customer's normal range is 100 mg/dl-120 mg/dl fasting. Customer does not have any symptoms but customer is concerned with 56 mg/dl fasting reading in history. Customer declines medical attention.